Event description:
Patient presented for a routine MRI in followup. This study required resetting her strata valve following the MRI. She had been at setting 2.0 for at least 12 months at this time and doing well with this setting with stable ventricular size and no seriously concerning clinical symptoms for shunt failure. She was reset to 2.0 following the MRI, but subsequent to this, she developed vomiting and was quite lethargic and presented to clinic. She states that the strata valve was reset to 1.0 as her ventricular size was clearly larger than it had been a day before on the MRI when a followup CT was obtained. The patient then improved very rapidly following resetting the valve to 1.0.